Event description:
Additional information received reported that perioperative antibiotics were administered intravenously and the system was partially explanted. It was stated that the patient experienced incisional wound opening and drainage. The primary location of the infection was the lumbar region. A culture was obtained and the organism was determined to be (B)(6). The infection reportedly resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the or (operating room) and the healthcare professional (hcp) was preparing to explant the catheter due to an infection. The patient also had a temperature of 102. The hcp was requesting the pump to be stopped. The hcp would not be removing the drug from the pump. The infection was noted to have started sometime between the initial implant and the time of the report. The pump was used to deliver baclofen (unknown). It was further reported the pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
(B)(4)